Event description:
A report was received that the patient underwent an explant procedure due to infection at the pocket and lead sites. Patient¿s symptoms were fever and drainage from both sites. The physician does not believe the infection was device or procedure related. The patient was given intravenous antibiotics.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-8216-50, serial #: (B)(4), description: artisan surgical lead. The explanted devices were not returned to bsn as they were discarded by the medical facility.